Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the dynamic and static fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event.